Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an atrial lead warning due to low unipolar lead impedance. It was also noted that when the device was being interrogated, the patient was feeling diaphragmatic stimulation. The lead had been set to unipolar as the patient had no diaphragm or pectoral stimulation when tested in this configuration. The device was reprogrammed to vvir to eliminate extracardiac stimulation. The lead remains in use. No patient complications have been reported as a result of this event.